Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, the following warning was displayed just after the interrogation of the subject ICD: "[a3] - technical issue on (B)(6) 2017. Defibrillation system potentially ineffective¿. The battery curve was showing an abrupt decrease. Other than that, normal follow-up data were observed.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, the following warning was displayed just after the interrogation of the subject ICD: "- technical issue on (B)(6) 2017. Defibrillation system potentially ineffective¿. The battery curve was showing an abrupt decrease. Other than that, normal follow-up data were observed.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2017, the following warning was displayed just after the interrogation of the subject ICD: "[a3] - technical issue on (B)(6) 2017. Defibrillation system potentially ineffective¿. The battery curve was showing an abrupt decrease. Other than that, normal follow-up data were observed.

Manufacturer narrative:
Following a second hardware reset procedure, the estimation of the residual longevity displayed by the programmer was corrected and will not be underestimated anymore.

Event description:
Reportedly, during a scheduled follow-up performed on 25 january 2017, the following warning was displayed just after the interrogation of the subject ICD: '[a3] - technical issue on 4/jan/2017. Defibrillation system potentially ineffective'. The battery curve was showing an abrupt decrease. Other than that, normal follow-up data were observed.